Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 197 mg/dl to 512 mg/dl with moderate ketones. Reportedly, the customer required assistance administering a manual injection as the customer was ¿in and out of consciousness¿. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.